Event description:
On 11/09/1999, the surgeon informed the MFR's (MFR.) Sales representative of the following: when the surgeon connected the catheter to the device and slid down the locking ring, he noticed the silicone sides on the locking ring were not level. He repeated several times and replaced the device body with a new device body. No further details were provided.